Manufacturer narrative:
B3: event date: this event was observed on an unspecified date of september 2024. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that thirty (30) vented high-volume inlets had small ¿specks, lint¿ and visible marks that suggest possible ¿micro holes¿. This was observed during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, f10/h6: component codes, h6, h11. H11: thirty (30) unopened actual devices were received for evaluation. Visual inspection of returned samples showed particles identified on the packaging of the inlets or on the tubing of the inlets for twenty-seven (27) samples. The particles were further described as dark/tiny spots, dark/tiny particles, and/or fibers. The particulate matter on the inlet tubing was embedded and on the inside (fluid path) of the inlet tubing. Three (3) samples were identified with micro-holes on the tubing of the inlets. The reported condition was verified. The cause of the condition could not be determined; however, was possibly due to variations in the manufacturing, packaging or ppe process related to these product procurement steps. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.